Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the motherboard. The pump had moisture damage on the motor. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power and excessive no delivery alarm tests due to the blank display. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, a missing end cap sticker and a cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had a blank display. Customer stated that the pump shut off and it will not come back on. Customer changed the battery with a new pack. Customer's blood glucose was 80 mg/dl at the time of the incident. Troubleshooting was performed but the display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to a back-up plan. The insulin pump will be returned for analysis.